Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this pacemaker, upon connection of the right atrial (ra) lead to the device header, large high frequency noise was observed. The lead was removed from the device header and tested on a pacing system analyzer (psa). No noise was observed and lead parameters were within normal limits. The lead was then reconnected to the device header and noise was again noted. The physician noted that the ra port of the device header was odd in appearance. The device was then removed and a new device was implanted with the ra lead with no noise noted. No adverse patient effects were reported. This device was attempted, but not implanted. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that during implant of this pacemaker, upon connection of the right atrial (ra) lead to the device header, large high frequency noise was observed. The lead was removed from the device header and tested on a pacing system analyzer (psa). No noise was observed and lead parameters were within normal limits. The lead was then reconnected to the device header and noise was again noted. The physician noted that the ra port of the device header was odd in appearance. The device was then removed and a new device was implanted with the ra lead with no noise noted. No adverse patient effects were reported. This device was attempted, but not implanted. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.